Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report their receiver ceased to function on (B)(6) 2015. There was no report of any injury or medical intervention. No additional event or patient information is available.